Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned. Examination of all available photographs can confirm the spring is missing on the device, however, there are no images showing the broken spring, nor are there any signs of breakage on the spacer block, therefore, breakage of the spring can not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the spring of the device broke (spring between the spacer and test hold).